Event description:
N/a.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the reported knot (material deformation), a cause for how the knot formed could not be determined. The reported off-label use of the device was associated with the mitraclip device being used on the tv to treat tr. Lastly, the reported improper or incorrect procedure or method/user error is associated with the user curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A mitraclip xtw was inserted and positioned on the valve. However, it was noted that the clip delivery system (cds) was curved 95 degrees, and while attempting to deploy the clip, a knot was observed on the lock line, and after removing half of the lock line was unable to be removed. Therefore, clip was removed and replaced. Three clisp were then deployed on the tricuspid valve, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.